Event description:
A malfunction was reported with a malfunction code displayed, but the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer initially did not have the supplies needed to reset the pump, delaying the troubleshooting process. Once they returned the call, technical support provided reset information and assisted with resolving the issue. The problem did not recur after the reset, allowing the customer to continue using the pump. Technical support advised the customer to call back if the malfunction reoccurred, and the customer confirmed understanding.